Manufacturer narrative:
Concomitant medications at the time of mi included anti-diabetics, crestor, gabapentin, heparin, insulin, metoprolol, prasugrel, and zantac.additional information will be submitted within 30 days of receipt.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00224 and 3003742446-2012-00225.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced periprocedural mi post index procedure as per received cec adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, and family history of coronary artery disease, history of angina, diabetes mellitus (type ii) and acid reflux. At the time of the index procedure, angiography revealed 80% stenosis in the mid left anterior descending and 60% stenosis in the proximal left anterior descending. The indication for the procedure was unstable angina pectoris. The first lesion treated was mid lad that was described as 30mm in length, class c, severely calcified, and de novo. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 3.5 x 20mm balloon at 14atm as a planned procedure and a 3 x 33mm cypher rx was implanted at 20atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 26atm. The residual percentage of stenosis was 10%. The second lesion treated was proximal lad that was described as 5mm in length, class a, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 20mm balloon at 18atm as a planned procedure and a 3.5 x 13mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 20atm. The residual percentage of stenosis was 10%. At 16-24 hours post index procedure, the ck was 259 (210 unl), ck-mb was 16.3 (5 unl), and troponin I was 4.87 (0.15 unl). As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves, but the elevation in enzymes was diagnosed as a periprocedural mi. The site reported no procedural or angiographic complications; and the patient was discharged the following day. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15071791 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00224 and 3003742446-2012-00225.

Event description:
As reported by the (B)(6) study, a patient experienced periprocedural mi post index procedure as per received cec adjudication minutes. At the time of the index procedure, angiography revealed 80% stenosis in the mid left anterior descending and 60% stenosis in the proximal left anterior descending. The indication for the procedure was unstable angina pectoris. The first lesion treated was mlad that was described as 30mm in length, class c, severely calcified, and de novo. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 3.5 x 20mm balloon at 14atm as a planned procedure and a 3 x 33mm cypher rx was implanted at 20atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 26atm. The residual percentage of stenosis was 10%. The second lesion treated was plad that was described as 5mm in length, class a, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 20mm balloon at 18atm as a planned procedure and a 3.5 x 13mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 20atm. The residual percentage of stenosis was 10%. At 16-24 hours post index procedure, the ck was 259 (210 unl), ck-mb was 16.3 (5 unl), and troponin I was 4.87 (0.15 unl). As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves, but the elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day.